Manufacturer narrative:
The returned ipg (sc-1160 sn: (B)(6)) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
A report was received that the patient had pain at the pocket site which was severe. The patient was positive for infection and underwent an explant procedure. This was not procedure and device related. The patient was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-8336-50; serial number: (B)(4); batch/lot number: 7031233; model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had pain at the pocket site which was severe. The patient was positive for infection and underwent an explant procedure. This was not procedure and device related. The patient was doing well postoperatively.